Event description:
On (B)(6) 2010 patient implant of a 25-16-120bl bifurcated device, 25-25-75l and a 28-28-75l proximal extensions in a severely angled neck (off-label). Upon follow-up it was noted that the 28mm proximal extension had migrated resulting in a type I endoleak. On (B)(6) 2010 the patient was brought back in for implant of an aortic stent which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The report indicates that the device was placed in a severe angle, which caused the endoleak; off-label.